Event description:
The initial report stated that on the first use of the product, alarm went off and would not work. Another device was used. Upon return of the device for investigation, it was found the device self activated.

Manufacturer narrative:
The root cause was identified as an assembly issue, and has been addressed by a design change.